Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The rse worked with the hospital biomed and suspected issue with the power distribution unit (pdu) fantray and direct current power supply (dcps). A philips field service engineer (fse) inspected the system on-site and replaced the pdu fantray and dcps to resolve the reported issue. After the replacement, the system was returned to use in good working order and ready for clinical use. The pdu fantray was returned for further analysis. Functional testing was performed, and psu1 and psu2 were found to be defective. The codes were updated based on the investigation outcome.